Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within spec. The device was monitored, no blank display anomalies, or alarms noted. No damage on the connector and or lcd isolation tape noted. The device had cracked case at display window corners, cracked battery tube threads, and scratched display window. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had slightly corroded battery cap contact.

Event description:
The customer reported a blank display of the insulin pump which occurred after a battery change. Troubleshooting for blank display showed no malfunction of the insulin pump until a selt-test which alarmed aa-64.the customer's blood glucose value was 232 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)